Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected) and insulin pump was damaged on the back, where the clip was attached. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and the customer was able to clear the error, did not receive a request to rewind pump and fill cannula delivery test was successful. The error table did not indicate that pump should be replaced and pump passed the self test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thus software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit successfully passed displacement and self test. Unit functioning properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past. In the adapt tool pump error 53 was noted three times on 05/28/2024 from 19:22:55 hour through 19:23:48 hour. (File number: 2005/line number:5632). Per software engineering log, pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Proceeded by cutting the unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Unit was also received with scratched case, cracked keypad overlay at select button and label damage (peeling). In conclusion, critical error (pump error 53) was found in adapt history files. Pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Possible software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.